Event description:
It was reported that there was carotid arterial dissection during procedure involving the balloon catheter (subject device). The carotid stenting was performed in response to the patient¿s carotid arterial dissection. The procedure was completed with 2 passes of thrombectomy. The patient was discharged to another hospital with nihss score of 22. Pre-procedure nihss was 6. No other information was provided.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the patient had presented with ischemic stroke and had thrombectomy with trevo nxt provue and merci bgc. Carotid arterial dissection then occurred during the procedure and carotid stenting was performed in response. No malfunction was reported against the trevo retriever. The reported 'patient vessel dissection' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that there was carotid arterial dissection during procedure involving the balloon catheter (subject device). The carotid stenting was performed in response to the patient¿s carotid arterial dissection. The procedure was completed with 2 passes of thrombectomy. The patient was discharged to another hospital with nihss score of 22. Pre-procedure nihss was 6. No other information was provided.